Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was not detected on the bus. A field service engineer (fse) addressed intermittent cubie pocket failures on half-height cubie drawer 4.2 of the main device. Fse reseated the row board and ribbon cables and replaced the retractor band. A final test was performed using the hardware testing application (hta). The drawer and cubie pockets were functioning properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.